Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On 29-jul-2025, the user¿s caregiver reported that the ilet device screen had cracked during physical activity. The device became unresponsive to touch but continued to deliver insulin and display readings. A replacement device was arranged. Blood glucose was not affected. No medical intervention was required.